Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged screen on/ quick bolus button - unresponsive (usb only) issue was verified, but the ui: hs insulin gauge/fill estimate-undefined supply issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer loaded a new cartridge and continued to use the pump for insulin therapy.